Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to seizures on unknown date. Customer¿s blood glucose value was unknown. Customer stated that the sensors were off 10 points, 40 points off or more. Customer believed the sensor caused them to be hospitalized three separate times however they declined to troubleshoot. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.